Event description:
As reported by the equinoxe shoulder study, the patient had an initial tsa. The patient presented with aseptic glenoid loosening - breakage of components leading to glenoid loosening. The case report form indicates that this event is possibly related to device and/or to procedure. Outcome is continuing with instructions to watch & wait, stoke patient waiting medical clearance. No device return anticipated due to this being a clinical trial case. Ebi initial surgery attached. Historical record & smartsolve searched for serial numbers and clinical trial subject with no results. No further information.

Manufacturer narrative:
Concomitants: (B)(6) 320-02-46 - 46x21mm glenosphere high moment arm. (B)(6) 300-30-06 - equinoxe preserve stem 6mm. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-46-03 - equinoxe reverse 46mm humeral liner +2.5. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of aseptic glenoid loosening and screw fracture. However, the loosening and fracture cannot be confirmed and potential contributions of user or patient-related considerations could not be assessed as the component was not returned for evaluation and no images, radiographs, or relevant clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.